Manufacturer narrative:
The pump remains in use supporting the patient with no further issues reported. A correlation between the device and the reported patient¿s elevated lactate dehydrogenase could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 32 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had a sudden rise in lactate dehydrogenase (ldh) to 800 u/l-1000¿s u/l. The inr was supratherapeutic at the time of the elevation. The patient was admitted into the hospital and was treated with heparin and integrilin. The patient did not have any heart failure symptoms. On (B)(6) 2017, it was reported that the patient¿s ldh level was in the 800¿s u/l for 2 days. The submitted log file was reviewed by the manufacturer¿s technical services representative, and the pump parameters were not suspect of pump thrombosis. On (B)(6) 2017, the patient¿s ldh level was 466 u/l. The ramp echocardiogram showed the ability to offload left ventricle with increased pump speed. The patient was being discharged the following day.